Event description:
It was reported that an insulin infusion error had occurred. The bag was found empty and the patient should have only received a small amount of insulin based on provider's orders. Furthermore, the customer found two (2) sets of programming for remdesivir in the same patient. Although requested, additional information was not provided. There was patient involvement but the outcome is unknown.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.

Manufacturer narrative:
Additional information: imdrf annex a,c and g codes.

Event description:
It was reported that an insulin infusion error had occurred. The bag was found empty and the patient should have only received a small amount of insulin based on provider's orders. Furthermore, the customer found two (2) sets of programming for remdesivir in the same patient. Although requested, additional information was not provided. There was patient involvement but the outcome is unknown.

Event description:
It was reported that an insulin infusion error had occurred. The bag was found empty and the patient should have only received a small amount of insulin based on provider's orders. Furthermore, the customer found two (2) sets of programming for remdesivir in the same patient. Although requested, additional information was not provided. There was patient involvement but the outcome is unknown.

Manufacturer narrative:
Omit: b17 device not returned, c20 no findings available. Additional information: device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex a,b,c and g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.